Event description:
It was reported by the customer that a bd pyxis anesthesia es system mini drawers could not be accessed during cases. The customer added that patient care was affected due to anesthesia providers not being able to access any controlled substances from the device. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-mar-2022 to 04- mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini drawers cannot be accessed during procedure. A field service engineer found that the malfunction was caused by the faulty mini drawer controller board. Replaced drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction was caused by a faulty mini drawer controller board a field service engineer replaced the controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawers could not be accessed during cases. The customer added that patient care was affected due to anesthesia providers not being able to access any controlled substances from the device. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.